Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that dr. Was performing a primary tkr yesterday, (B)(6), when attempting to implant the tibial insert realized that there was a defect at the anterior lip superiorly. This looks like a gauge into the poly, depicted in the fourth image. He subsequently requested and implanted another insert. No injuries or delays reported. No more information available.